Event description:
It was reported, that the patient presented for a follow-up in clinic. It was noted, that the right atrial (ra) exhibited high capture threshold. Chest x-ray suggested, that the lead had moved slightly from implant. During the revision procedure, the helix of the ra failed to fully extend. Hence, the lead was explanted and replaced. The patient was stable.